Manufacturer narrative:
Weight was reported as a range: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that this was not a single event. They reported this to their doctors about the issue. The patient stated that they first noticed the issue 5 or 6 years ago. Both of their doctors told the patient that this was because of the magnetic field. The patient checked the status after shopping or if they notice an increase in their incontinence. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that department store anti-theft detectors turned their device off. It was noted that the patient had the device for their bladder and had it for ¿years¿. There were no further complications reported or anticipated.